Event description:
On november 9, 2006 abbott point of care was contacted by a customer who stated that a patient who had discontinued oral anticoagulation for three days had a pt/inr result from the I-stat system of 2.5. The patient's physician questioned the first result and the test was repeated via fingerstick. The repeat result was pt/inr of 4.3. When the physician questioned the second result, a third sample was obtained via venipuncture and sent to a reference lab. The reference lab result was inr of 1.6.